Manufacturer narrative:
Additional information added to event: it was reported during follow up that two units of revaclear 300 dialyzers had internal blood leaks during patient treatment. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d10, h3, h6 and h10. Two (2) actual samples were received for evaluation. The data matrix code information on the devices was verified and confirmed that the two samples were part of a voluntary recall; therefore, further sample evaluation is not required. Ruptured fibers may lead to a blood leak during treatment. Baxter has determined the issue is isolated to one production line at the manufacturing facility and corrective actions have been implemented to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two units of revaclear 300 dialyzers had blood leaks during patient treatment. There was no patient injury or medical intervention associated with these events.